Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The equipment lockout was identified during functional testing, alarm log review, and visual inspection as a depleted main battery resulting in a f-94 (configuration option settings checksum is not 0) alarm. The cause of the condition was determined to be a depleted main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that equipment lockout was observed with a flo-gard infusion pump. The event occurred before use. There was no patient involvement. No additional information is available.